Event description:
It was reported that during use on a patient the ventilator alarmed for no gas output. The ventilator was urgently removed, the patient manually ventilated and then connected to a spare device. Reportedly a temporary asphyxiation occured but after transfer to the spare device and increased oxygen treatment all vital signs of the patient stabilized within minutes. There was no serious injury reported.

Manufacturer narrative:
The event was reported by the hospital to the national authority only - the local dräger s&s organization was not involved into any follow-up measures - even on request no further information could be obtained. As per report, the device is already back in use after replacement of the turbine drive board (electronics), further information was not provided. It can only be assumed that device was checked and repaired by an unknown 3rd party service. Due to the very limited information available the manufacturer is not able evaluate the reported event, i.e. It can neither confirmed nor denied if the event was caused by the device and/or appropriate analysis and repairs have been done. No device serial number was provided - so, age and history of the device are also unknown. The reported alarm situation is a strong indication for an irregular ventilation situation, detected and indicated by the device but several root causes are possible. The savina monitors the state and proper function of the device. In case a deviation or internal failure is detected, the user will be alerted to this condition by an audible alarm and a visual message will be posted in the display. Ventilation relevant parameters are alarmed according to the set alarm limits. Finally the case was closed due to insufficient information. Neither the unique device identifier (UDI) of the affected product nor the device serial number was provided to us. We will reiterate with the customer on this. If this attempt leads to an UDI, we will send a follow-up report.